Manufacturer narrative:
Model number/catalog number: sc-4316, batch/lot number: 18224734, model/catalog description: clik anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.